Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that insulin leaked around the adapter approximately 1 month ago. Blood glucose was elevated (reading unk), and pt started to "change everything." She noticed the adapter was broken and insulin was leaking. Pt changed the adapter and blood glucose decreased. Pt was advised on the manufacturer recommendation for the adapter. Target blood glucose is 80-120 mg/dl. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.